Manufacturer narrative:
(B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9234180 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that 3 needles 26x3/8 ib experienced leakage during use. The following information was provided by the initial reporter: material no.: 305110 batch no.: 9234180. Caller reported syringe leaking during attempts to fill with insulin despite tightening needle. Number of occurrences - 3. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 26 g, 3/8" needle. Did issue cause any injury? - no. Did customer require medical intervention? - no. Resolution - caller declined bd follow up for returning product. Caller was able to successfully fill a cartridge. No further action required.